Event description:
The hcp reported the pump was removed due to "facilitate eradication of infection by antibiotics." It was returned to the manufacturer for analysis. The patient outcome was not reported.